Event description:
Customer reportedly received the following results on the compact system within 10 minutes; 438mg/dl, 186 mg/dl, and 169 mg/dl. No low or high blood glucose symptoms reported with these results. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.